Event description:
According to the reporter: a 1.0 x 0.5 cm rectangular metallic foreign body, possibly within the right posterior pleural space has been present since the pt's surgery. This surgery was done on (B)(6) 2009, but the object was seen on a CT scan in (B)(6) 2010.

Manufacturer narrative:
(B)(4).